Event description:
Physician reported right side "exchange from textured to smooth due to the patients concern of the product." Patient reported developing capsular contracture baker grade unknown, chronic pain, arthritis, fibromyalgia, and gastrointestinal issues. Patient further reported "device was found to be ruptured", capsule was found to be "3/4" in thickness, "pathology report . Showed bacteria", and "pain and suffering from illness related to the breast implants." Patient reported events not related to the device as follows: allergies, anemia, and heart palpitations. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been ,will be requested. No additional information is available at this time. The reason for reoperation is: exchange from textured to smooth due to the patients concern of the product.

Manufacturer narrative:
Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Two additional complaints were noted for devices sterilized under sterilization run 106880. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by abbvie's was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel breast implants for the period of feb 2021 through jan 2023, was noted an outlier in mar 2021. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
The device has been explanted.